Manufacturer narrative:
This lead remains implanted but out of service; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing impedance from 750 ohms in 2010 to 1,500 ohms in 2024. At the same time, rv pacing threshold increased from 1 volt in 2010 to more than 3 volts in 2024. As it was time to replace the patient's implantable cardioverter defibrillator (ICD), the physician decided to also replace the rv lead. The rv lead was capped/abandoned (it remains implanted but out of service) and a new lead was implanted. Besides the additional intervention, no other adverse patient effects were reported.